Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarms or no delivery alarms noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm during an infusion set change. It was found the customer received a no delivery alarm prior to the motor error alarm occurring. Customer's blood glucose was 107 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.